Manufacturer narrative:
The customer reported that the unit failed to power up. A philips field service engineer evaluated the unit at the customer site and verified the failure. Replacing the optical switch resolved the issue.

Event description:
The customer reported that the unit failed to power up.